Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 81 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underling history was not shared, beyond the prior cardiac arrest and CPR. The patient was also on inotropes, vasopressors, and a vent for respiratory needs. On the day after insertion there were concerns of hemolysis. Upon imaging with echo the pump was observed to be towards the mitral valve. The team gave fluids, repositioned the pump away from the mitral valve, and lowered the p level of the pump. In addition, they paused the heparin anticoagulation and gave a unit of blood. The access site was seen to be bleeding and the team took measures to achieve hemostasis by removing the sutures and adjusting the repositioning sheath. After assessment with fellow, they had noted repositioning sheath sticking out from skin and sutures were not forward tension. They applied gauze and tegaderm, and 1 unit of blood was infused. On day 2 of the pump support the pump was weaned and explanted. Hemostasis at the groin was achieved with perclose. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position as noted here with the pump at the mitral.